Event description:
The customer reported that the monitor shut down completely during a code, reset itself after 5 to 10 mins, which happened more than once.

Manufacturer narrative:
(B)(4). The customer reported that the monitor shut down completely during a code, reset itself after 5 to 10 mins, which happened more than once. The monitor reset itself after 5 to 10 mins. Based on the initial available info we will consider this a reportable event only because there was a pt code involving monitoring with a philips device. The device rebooting is obvious to all users as the blank display looks nothing like normal monitoring and also there are audible alerts upon restart. A philips field service engineer (fse) is gathering data for review. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.